Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that an elective replacement indicator (eri) was displayed, and that the patient was experiencing poor recharge coupling with zero bars. The patient reported that the ins was not working as well as when first implanted and it (ins) was taking long to recharge having to recharge 4-6 hours over 2 days to fully charge. The patient stated that they had neuropathy and the therapy is not working as well as when they first started. The patient reported that they wanted the "awful stimulator removed", and reported a burning sensation where the ins is placed on their back. They additionally reported having pain when walking . No additional symptoms, and no additional complications were reported for this event.